Event description:
This event was captured based on literature review. It was reported that a single center retrospective study identified a total of 993 diabetic consecutive patients were enrolled and followed up after drug eluting stent (des) implantation. The enrollment criteria for this study were successful coronary stenting in a type 2 diabetic patient with at least one lesion in a coronary artery, stenosis of more than 50% at the time of angiography, and evidence of myocardial ischemia. Clinical outcomes at 2 years as follows: 273 xience v stents deployed; 74.8% xience v in-stent restenosis; 2.6% xience v total vessel revascularization (tvr); 1.8% xience v stent thrombosis; 4.8% promus stent fracture; 2.6% xience v total vessel revascularization (tvr); 2.6% xience v total lesion revascularisation (tlr); 1.8% xience v all-cause death; 2.9% xience v major adverse cardiovascular event (including tvr, coronary artery bypass graft, nonfatal myocardial infarction, cardiovascular death, stroke); 21 promus stents deployed; 5.8% promus in-stent restenosis; 4.8% promus stent fracture.

Manufacturer narrative:
(B)(4). Date of event and implant date have been estimated. Restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as known a patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v stents and additional patient effect of death referenced are being filed under separate medwatch report numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Article: comparison of clinical outcomes between first-generation and second-generation drug-eluting stents in type 2 diabetic patients.